Event description:
The customer originally reported that the device knife broke during the procedure but it did not fall into the pt cavity. A new device was opened and used to complete the procedure. There was no pt injury. The sample was returned for evaluation with the knife protruding from the device.

Manufacturer narrative:
(B)(4). The device was returned with tissue in-between the jaws and were stuck shut. The knife was protruding from the jaws and the knife webbing was bent. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.